Event description:
It was reported that the patient had a short ventricular tachycardia (vt) episode. Electrogram showed the right ventricular (rv) lead with possible undersensing for about two beats near the termination marker. Morphology changes were also seen during the episode. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).